Manufacturer narrative:
Manufacturer's investigation conclusion: outflow graft obstruction could be conclusively determined through this evaluation. The submitted log file contained events captured from 19nov2022 through 22dec2022. No notable events or alarms were observed. The pump appeared to function as intended and operated above the low speed limit throughout the duration of the file. Multiple attempts were made to obtain additional information regarding the reported events; however, no additional information was provided by the account. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas) and no further related events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, ¿introduction¿, lists hemolysis as an adverse event that may be associated with use of the heartmate ii left ventricular assist system. Section 5, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures", also cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 6, "patient care and management", outlines the recommended anticoagulation therapy and international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Several sections of this document also outline indications of pump thrombosis and how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Event date has been requested but not yet provided. The date is estimated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient underwent a computed tomography angiography (cta) of the chest in (B)(6) 2022, where an eccentric hypodensity was noted along the outflow graft. The patient was admitted for hemolysis on (B)(6) 2022 after having a lactate dehydrogenase of 1079 units/l the day before, and 921 units/l on the 22nd. A follow up cta without contrast was done on (B)(6) 2022 to further assess the left ventricular assisst device (lvad). The cannulas appeared stable and appropriate in configuration. The outflow cannula in the anterior mediastinum was evaluated and there was contrast within the segment to the level of the ascending thoracic aorta anastomosis. The eccentric hypodensity along the outflow graft (anterior mediastinal cannula) was mainly along the posterior conduit wall measuring up to 9 mm thickness. This narrowed the lumen to approximately 50% diameter. This was noted to be more conspicuous than the (B)(6) 2022 scan, given the technical differences, but was without overt changes since june and no new thrombus demonstrated. Submitted log files captured routine events with stable pump power and pulsatility index (pi). Heparin drops were given and the patient was ongoing on support.